Event description:
I purchased two dentalez chairs in 2000. One was dysfunctional from the start. The other would stop working from time to time and I would unplug it and plug it back in to reboot the chair. When hitting return on the more disfunctional chair, it has moved to the fully reclined position on three occasions posing a risk to a pt with a bad back. The chairs have had 25 service calls in the past two years, with all parts being replaced.